Event description:
The customer, reported via the sales associate, that the bixcut reamer appeared to be blocked during a surgical procedure. The customer reported that upon visual inspection, the blockage appears to be metal debris rather than blood or bone. The customer reported that another identical reamer was immediately available during the procedure and therefore there was no delay to surgery and the procedure was completed successfully. The customer reported that they attempted to manually clean the device following the procedure and inserted a wire brush through the cannula in an attempt to dislodge the metal debris but were unsuccessful. They then proceeded to autoclave the device but the metal debris remained in place. The customer reported that they can hear a rattling noise when they shake the device but their attempts to remove the metal debris have so far been unsuccessful.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported issue was confirmed. The evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 3 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The deformation of the shaft and scratched shaft surface indicate that the shaft was used in several surgeries (signs of usage). The reported blocking within the shaft was confirmed: the inner spiral of the last winding was constricted near the adapter and blocked the inner diameter; a guide wire insertion is no longer possible. Previous complaints are known reporting the same issue. Pms identified a negative trend and a nc was initiated to address this issue. During nc investigation some reamers were evaluated by an external lab. The investigation revealed that the material of the flexible spiral is within specifications. Furthermore the welding process ¿orbital welding¿ leads to a bigger heat affected zone than the old welding process ¿electron beam welding¿. The heat affected zone reduces the hardness of the last winding of the inner spiral to approx. 50%. Due to over bend the area flexible shaft to inflexible head/adapter it is possible that the inner spiral got plastically deformed at the point where the hardness is reduced; a guide wire insertion is no longer possible. It is most likely that the reamer shaft and the inner spiral got plastically deformed during cleaning: to clean the flexible spiral it is often necessary to bend the flexible shaft manually without an inserted guide wire. Near the cutting head and the adapter the flexible area runs over into the un-flexible adapter and cutting head. Bending of these areas caused a lot of stresses to the material; in combination with the weak spots and too high bending forces the inner spiral could be plastically deformed. As an action of the nc the welding process was optimized in october 2013. All returned reamer shafts were manufactured prior to the action. Furthermore the reprocessing guide was updated in 2014; it includes special instructions for bending the reamer during cleaning. The case is attributed to an inadequate process combined with an over-bending during cleaning. No non-conformity identified; no actions are in place.

Event description:
The customer, reported via the sales associate, that the bixcut reamer appeared to be blocked during a surgical procedure. The customer reported that upon visual inspection, the blockage appears to be metal debris rather than blood or bone. The customer reported that another identical reamer was immediately available during the procedure and therefore there was no delay to surgery and the procedure was completed successfully. The customer reported that they attempted to manually clean the device following the procedure and inserted a wire brush through the cannula in an attempt to dislodge the metal debris but were unsuccessful. They then proceeded to autoclave the device but the metal debris remained in place. The customer reported that they can hear a rattling noise when they shake the device but their attempts to remove the metal debris have so far been unsuccessful.